Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information patient alleging asthma, inflammatory response, hypersensitivity, dizziness/headache, nausea/vomiting and eye, skin, nose and respiratory tract irritation related to a CPAP device's sound abatement foam. The following correction has been updated in this report. Section "product problem" in box b has been updated/corrected to reflect adverse event. Section "type of reported complaint" in box h has been updated/corrected to reflect serious injury. Section h6 health effect- impact code has been updatied.